Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device by a manufacturer's service technician, the device failed a repair test step relating to low flow o2. The service technician states that the inlet air path, air path foam, and flow path need to be replaced and may address the test failure. Once the components are replaced, the device will be re-tested, and any failures will be re-address by the service technician. Additionally, the blower assembly, overhead blower filter, and inlet filter need to be replaced. The outer enclosure requires cleaning. Also, the enclosure feet were replaced. The manufacturer's investigation is still ongoing and awaiting the updated repair rest results. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device by a manufacturer's service technician, the device failed a repair test step relating to low flow o2. The service technician states that the inlet air path, air path foam, and flow path need to be replaced and may address the test failure. Once the components are replaced, the device will be re-tested, and any failures will be re-address by the service technician. Additionally, the blower assembly, overhead blower filter, and inlet filter need to be replaced. The outer enclosure requires cleaning. Also, the enclosure feet were replaced. The updated repair rest results were posted by the manufacturer service technician. The device passed all final testing. No further investigation is required. The section h coding has been updated to reflect this information.